Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic adrenalectomy procedure, the blade tip of the device fell off into the pt. It is not known if the blade was recovered. Another like device was used to complete the procedure. There was no pt consequence.